Event description:
It was reported to philips that the system's image processing pc (ippc) bootup was slow. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that ippc took long time to start up. During troubleshooting, fse found ippc started slowly, the hard disk was defective. Fse replaced hard disk. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.